Manufacturer narrative:
Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in multiple infusion set tubing¿s. Reportedly, the customer disconnected at the t:lock and was using the cartridge for 4 days. Tandem technical support educated the customer on not disconnecting at the t:lock and on cartridge labeling. Customer's blood glucose level ranged from 333-361 mg/dl. Reportedly, the customer changed the infusion set multiple times, and ultimately changed the cartridge to resolve the issue.